Event description:
A customer reported encountering an error identified as "cgm error 42" with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a complete pump reset process, which resolved the issue, allowing the customer to successfully restart their sensor session without further problems.